Event description:
It was discovered upon investigation of the provided photos on september 5, 2023 that a reduc-forceps w/points narrow ratch-lock was bent, and an additional 2.5 hex drvr sft self-retaining l 100 qc was worn. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
B5: event description updated. D10: concomitant device updated. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: h6: health effect impact code added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that on august 14, 2023, screwdriver shafts were rounding off during insertion of screws, stripping the head of the screws. Reduction clamps were rounding off/bending during reduction. The surgeon said that this has happened many times in the past and he has simply replaced them with spares, and not always reported them. The surgery was successfully completed with a delay of unknown length. This report involves one unk - screws: trauma. This report is related to (B)(4), which reports the event on august 14, 2023. This report is to capture the allegation that the issue has occurred in the past on unknown dates. This is report 2 of 2 for (B)(4).